Manufacturer narrative:
Product complaint # (B)(4). Additional pro-code: hwc. Without a valid lot number the device history records review could not be completed. Complainant device is not expected to be returned for manufacturer review/investigation. Occupation: initial reporter is j&j company representative. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the aiming arm for the new advanced retrograde femoral nailing system (rfna) a little piece have broke off. The piece was just found in the ground after the case. There as no patient involvement. This complaint involves one (1) device. This report is for one (1) aiming arm radiolucent this report is 1 of 1 for (B)(4).